Event description:
Following a rotablator procedure, the physician entered the vessel with a voyager balloon. As the physician began to inflate the balloon utilizing the abbott indeflator, an unusual click was heard, but eventually it did fill the balloon. At this point in the procedure, the patient complained of chest pain. It was also noted some streaming from the balloon indicating a hole in the balloon. It was then noted there was apparently some air in the cylinder of the indeflator resulting in an air embolism. The patient was stabilized and transported to critical care post procedure. Patient was discharged home two days post procedure.